Event description:
A customer reported that the pump's touchscreen often became unresponsive, requiring multiple taps, and would randomly go dark, requiring a restart of navigation. There was no adverse impact on the customer's blood glucose level. The customer declined troubleshooting and further inquiry, and no additional actions were taken.